Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. Tandem technical support (cts) assisted customer through fill tubing process and was able to observe drops exit out of the tubing. The customer stated that their blood glucose was high but declined further troubleshooting.